Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a general unexpected restart alarm and a communication error. The customer's blood glucose was 278 mg/dl at the time of incident. The customer stated that there were beeps without message on the display and settings were deleted. The insulin pump will not be returned for analysis.